Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. Initially reagent pack sharing was suspected, therefore, the fse collect the reagent inventory records from both instruments. After further reviewing the inventory logs, it was determined that a reagent pack was shared between both instruments. The customer did not require hardware verification after determining that the root cause was reagent pack sharing. Customer error is the root cause for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) on (B)(6) 2009, in regards to elevated accutni results generated on the access 2 immunoassay system for several patients. The customer indicated that they were receiving indeterminate (ind) flags for other patients in the same event. The initial elevated results were reported outside the lab. The pt samples were retested on a different instrument and the results were within the normal reference range. The corrected results were reported out of the lab. There are not reports of any adverse pt consequence or change to the pts' treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.